Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lap myomectomy, device was used in a lap operation. As described, the trocar was fine at the first steps of the operation, but when surgeon took it out, to use morcellator and after few minutes put the trocar again, surgeon observed that a small 3 mm piece at the bottom side of the cannula was missed. They were searching about one hour and being convinced that there was nothing in patient abdominal cavity they finished the operation. Surgeon thought that the piece must be somewhere else out of the patient body. Surgeon also does not blame the instrument at all but he would like to mention it. The operation took part at midnight yesterday. Patient is safe.

Manufacturer narrative:
(B)(4). Batch # p92m6t. Device analysis: the analysis results found that the d11lt instrument was received with the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.